Event description:
The reporter indicated that the pt said he was shocked by a cigarette lighter and went to the emergency room because he didn't feel good. The pt felt a burning sensation in his chest. Lead I configuration showed possible unipolar spikes on ECG. During magnet application, bipolar spikes with appropriate capture was observed. X-rays were to be done. Auto sensing was programmed off (programmed to 3.5 mv fixed).